Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating oversensing due to non-physiologic signals/sic (sensing integrity counter). Sensing sics since last session went up to 10,9321 within 2 days. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. It was also noted that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.